Event description:
The tips of the pks omni device overlapped and broke during surgery. The pieces were retrieved from the pt without pt injury. Another like device was used to complete the procedure with no further incidents.

Manufacturer narrative:
The complaint was confirmed. Shrink tubing was removed from around the hub to expose the hub. The hub is fractured approx 1/4" from the end of the shaft. It is also observed that a chip is missing from the hub. This chip would have been contained under the shrink tubing which covers the hub, but could not be located after the tubing was removed.